Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, system log files, and c-part). Before an emergency procedure, the system failed to start-up and as a result, the procedure was performed using an alternative system. No health consequences were reported to this event. During onsite troubleshooting, the flat panel detector receiver (fdr) board was replaced as part of service activity, which resolved the issue. Log-file investigation confirmed a hardware issue; however, the detailed investigation of the exchanged part did not reveal any error. Therefore, according to expert opinion, most likely a contact problem has caused the issue which was resolved with the exchange of the fdr board. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. This complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. At the start up of an emergency procedure, the system could not be used, resulting in a delay. We have no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional information in order to conduct an investigation of the reported event.